Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
A surgeon reported a pt who has blurry near vision following bilateral intraocular lens (iol) implant surgery. The pt's visual acuity was measured as 20/30, but the pt reports difficulty reading. The surgeon has performed a lasik procedure. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.